Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on the display and compartment near the buttons. The customer did not know the blood glucose reading but observed feeling good. The device was not dropped nor bumped. Nothing further reported.